Event description:
It was reported that the patient presented with back pain and pain down both legs subsequent to an mva. The patient was treated conservatively with physical therapy , but continued to have significant back pain and pain into the right leg down to the medial aspect of the knee. On (B)(6) 2002, the patient underwent an anterior arthrodesis and discectomy at l5-l6 and l6-s1, application of anterior device was carried out, and bmp. Surgical pathology of l5-l6 and l5-s1 disc material revealed no evidence of malignancy. On post-op day one, the patient was noted to have an ileus and was left npo. On post-op day three, catheter was reinserted after having been removed on the second day. On the fourth day, morphine had been discontinued due to continued ileus. On the fifth post-op day, the patient gradually started to improve. By the sixth post-op day, the patient was started on clear liquids and IV discontinued. On (B)(6) 2002, the patient was discharged. (B)(6) 2002, the patient presented for ¿several weeks post-op two-level anterior discectomy and fusion with screw, cages, and infused bone morphogenic protein. His incision looks quite good. His x-rays show excellent alignment and position.¿ (B)(6) 2002, the patient presented for six weeks post-op and complained of still having significant back pain. Patient¿s medication was changed from percocet to lortab. Patient was to follow up in one month.(B)(6) 2003, the patient presented for his six month post-op visit. The patient complained of ¿some very low back pain over his sacrum and states he has begun to have some numbness in the legs recently.¿ the patient was scheduled for an MRI scan with contrast, medx program for strengthening and range of motion, prescribed flexeril and lorcet plus, and was to follow up in four weeks. (B)(6) 2003, the patient presented to the clinic for follow up. The patient had completed four weeks of medx with improved strength. MRI was reviewed and per the physician, ¿I do not see any major abnormalities.¿ the patient was prescribed percocet and flexeril, continued medx, and was scheduled to follow up in four weeks. (B)(6) 2003, the patient presented after completing eight weeks of his medx program. Per the physician, the patient ¿still does not show a complete regain of strength, and is still wearing his brace and having some pain.¿ the patient complained that he was having more spasms with his continuation of his medx. The patient¿s lorcet plus prescription was renewed. The patient was to follow up in four weeks to repeat his x-ray with flexion/extension lateral x-rays. (B)(6) /2003, the patient presented for his 10 month post-op visit and complained of significant pain still with his medx program. The medx program was discontinued. An ap and lateral lumbar films showed good bone bridging at l5-s1, but not real bridging at l4-l5 and possible pseudoarthrosis at l4-l5. The physician scheduled an exploration and bone grafting posteriorly from l4 to the sacrum. On (B)(6) 2003, the patient underwent an exploration of previous fusion and posterior arthrodesis l4-l5 and l5-s1 utilizing local bone graft and morsellized allograft. Per the operative report, ¿testing of the fusion area showed only micromotion at l5-s1 and slightly more motion at l4-l5 but they appeared to be relatively stable.¿ no complications noted. Discharged diagnosis was probable pseudoarthrosis of previous l4 to sacrum anterior fusion. On (B)(6) 2003, lumbar spine ap and lateral x-rays revealed post fusion changes at l4-l5 and l5-s1 intervertebral disc levels with no complicating process identified. On (B)(6) 2003, the patient was discharged home. (B)(6) 2003, the patient presented for his first post-op visit of the exploration and bone grafting from l4 to the sacrum. No complaints reported. The patient was prescribed percocet and to follow up in four weeks. (B)(6) 2003, the patient presented for his two month post-op visit. Patient complained of some pulling type sensation in the back on the left side with some pain into the left thigh. An MRI scan was scheduled. (B)(6) 2006, the patient presented for a seven month follow up. The patient complained of continued low back pain (left side greater than right) as well as bilateral lower extremity pain. Patient was prescribed lortab 5/500, discontinued antidepressant therapy, resume naprosyn 500mg, and scheduled lumbar dorsal ramus medial branch nerve block. On (B)(6) 2006, the patient underwent bilateral l3 and l4 dorsal ramus medial branch nerve block, and bilateral l5 dorsal ramus nerve block. The patient was scheduled for a radiofrequency lesioning of these nerves in four to six weeks. (B)(6) 2006, the patient presented to his general practice physician with complaints of trouble with his back giving him pain and radiating down his legs. Patient was prescribed lyrica 75mg and to return in one one for followup. (B)(6) 2010, the patient presents with lower back pain status post motor vehicle collision. The patient was involved a mva one week prior. An ER x-ray, per the patient, ¿there was nothing damaged.¿ the patient complains of worsening lower back pain. Patient was given celestone 12mg im and to return to the clinic in one month for reevaluation. (B)(6) 2011, the patient presents to his general practice physician with follow up on his chronic back pain. The physician would look into getting the patient a tens unit. (B)(6) /2011, the patient presents to his general practice physician with follow up on his muscle spasms and back pain. Patient was prescribed a tens unit. (B)(6) 2012, the patient presents to his general practice physician with complaints of back trouble with awkward moves or turns causing shooting pain from his back down to his legs. When pressing on his sciatic nerve on his hip/buttock area, it causes pain and sharpness. Patient was prescribed baclofen 20mg and to return in 3 months.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.